Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer received unspecified readings on the adc blood glucose meter that were higher than unspecified readings obtained on an unspecified blood glucose meter. Caller further reported that on (B)(6) 2018 the customer experienced sweating and dizziness, and was taken to the hospital and given sugar orally for treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported that the customer received unspecified readings on the adc blood glucose meter that were higher than unspecified readings obtained on an unspecified blood glucose meter. Caller further reported that on (B)(6) 2021 the customer experienced sweating and dizziness, and was taken to the hospital and given sugar orally for treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number and strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle test strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle test strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle test strips , no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter , no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.